Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor reconstruction procedure with xenform including apical vault suspension and cystocele repair performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient experienced difficulty emptying her bladder. No treatment was given and the event has not yet resolved. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.